Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (delivers low-energy pulse) has been confirmed. Upon investigation the monitor delivered a low-energy pulse during a pulse test. The cause for the failure was isolated to defective t3 transformers on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low-energy pulse during pulse testing.